Event description:
It was reported that the customer received an altitude alarm shortly after swimming with the pump. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.